Manufacturer narrative:
An evaluation was performed by smith and nephew and could not confirm the customer complaint for when the staff applied the blue foam pad to the patient, it broke off. A visual inspection was performed and showed the blue foam is not broken off, however a section on the blue foam is separated internally in several areas which caused the blue foam to stretch further than normal. A root cause could not be determine.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a rotator cuff repair surgery, when the staff applied the blue foam pad to the patient, it broke off. As there was not any back-up device available, it is unknown how the procedure was completed. The surgery was delayed only 5 min. The patient did not suffer any adverse event or injury as consequence of the alleged malfunction.